Manufacturer narrative:
Philips notified, event, become aware and assessment decision due dates updated in pr ID (B)(4) based on the information from (B)(4).

Event description:
It has been reported that the device is failing self-test.